Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from a single pt that were generated by the access instrument. A pt was admitted to the hospital (admitting diagnosis unk) a blood sample (a) was drawn from the pt on the next day and tested for accu tni. The result was 0.03 ng/ml. A fresh sample (b) was collected from the pt on the next day. The accu tni results were 2.68ng/ml, 1.26ng/ml, 1.53ng/ml, and 1.86ng/ml. The accu tni result of 1.86ng/ml was reported out of the lab and questioned by the physician. The customer repeated the sample b for accu tni; the result was 0.01ng/ml. The customer collected another sample (c) from the pt and tested for accu tni; the result was 0.02ng/ml. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.